Event description:
It was reported to medtronic minimed that the customer was contacted for assistance to start using the app again after being unable for a longer time. The customer reported no adverse event. The event involved product mmt-6102. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The product return was not requested for mmt-6102 and the product was not returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. "An attempt to reproduce the reported event using minimed mobile app (software version 2.2.0) installed on iphone 14 pro max (ios 17.3) with mmt-1880 770g pump (software ver. 5.2a) was conducted and confirmed the issue was not reproduced. The software did not successfully adhere to the specified requirements and performed in accordance with the expectations specified in the ble connect ios and android mobile software requirements specifications, (B)(4) (item 3402296). After conducting a thorough investigation, we have identified in the logs the text ¿keychaindataitem: set 45 bytes? Which is an indication of a sake handshake failure causing the pump to show the ""device not compatible"" message. While the exact replication method remains uncertain, in allinstances the failure seems to be resolved automatically. To address this issue, we provide the helpline with the following steps which have been proven effective in most of the cases: * settings > general > iphone storage > minimed mobile > delete app. By performing this step the customer will remove all the cached information related to the app. * remove the pump from the ios bluetooth settings. * restart the phone. * install the minimed mobile app * wait 10 minutes * attempt pairing again. * if the above steps didn't work, try switching the internet source (e.g. Switch from wifi to cellular) and repeat steps 1-4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.